Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the cruciform screwdriver (313.96) is for use with holding sleeve (313.97) for the insertion of 2.4 mm cruciform screws and 1.8mm buttress pins. The overview drawing was reviewed as well as the drawing for the blade; the design, materials and finishing processes for this device were found to be adequate for the intended use of this device. Since the manufacture of this lot, changes have been implemented which changed the material of the cruciform screwdriver blade from 440a to 465ph for its strength and toughness characteristics, and the material of the dowel pin changed from 303 to 304 with 316 as an alternate material. Upon examination of the returned device it was seen the device is in good condition, shows no signs of damage, no material is missing, and it conforms dimensionally to the drawings to which this device was manufactured. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. This complaint is unconfirmed; the root cause for this device being returned is undetermined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cruciform screwdriver is broken. No known patient involvement. This report is 1 of 1 for (B)(4).